Event description:
Complainant alleged that during a shift check the autopulse platform displayed a "replace battery" message with multiple functioning batteries that work properly when used with other platforms. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
During functional testing, all cable connectors were reseated and the motor brake was cleaned and freed. The power distribution board was also found to be defective. Based on the investigation, the parts identified for replacement were the top cover, motor cover, ui membrane, battery compartment, battery partition cover and the power distribution board. In summary, the reported complaint of the platform displaying the "replace battery" message was confirmed based on the archive review and during functional testing. The fault was found to be due to the defective power distribution board. The physical damages found during visual inspection are unrelated to the reported complaint. The additional problems observed during functional testing, such as the motor brake gap seizing and the fan not turning on are unrelated to the reported complaint. The battery management assessment results are also unrelated to the reported complaint. Upon replacement of the power distribution board and all the damaged parts, the platform passed all testing criteria.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform revealed that the top cover was damaged and multiple screw posts were broken. It was also observed that the motor cover and battery compartment were damaged. The battery partition cover was also observed to be missing. In addition, the visual inspection determined that the indicator lights were not working on the ui membrane control panel. The physical damages found during visual inspection are not related to the reported complaint of the platform displaying a "replace battery" message. The damages appear to have been caused by normal wear and tear (autopulse manufactured in 3/2007). A review of the archive was performed and indicates that no sessions occurred on the reported event date of (B)(6) 2014. The archive data shows multiple user advisory (ua) 4 (battery charge state too low (replace battery)) messages to have occurred on (B)(6) 2013, (B)(6) 2013 and (B)(6) 2013. It was also noted that the unit was last powered on during the (B)(6) 2013 session and the session before that. Functional testing was performed and the reported issue of the platform displaying a "replace battery" message was confirmed, as this was observed upon power up. Additional testing of the platform revealed that the motor brake was seized and the fan did not turn on. In assessing for battery management issues, it was observed that nimh battery s/n (B)(4) (date code: 4/2013) was improperly maintained (i.e. Was not test cycled on a monthly basis). The autopulse system labeling requires the user to "test cycle" each battery monthly. The number of test cycles obtained from the archive for this battery was "9" cycles. If proper battery management had been followed, the expected number of test cycles would be "12". It can be concluded that the customer was not performing proper battery management. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.